Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing with during the load fill tubing process with multiple supply changes. Additionally, it was reported there was air bubbles in the infusion set tubing. Customer's blood glucose level was 151 mg/dl. Reportedly, customer received new supplies to resolve the issue.